Manufacturer narrative:
(B)(4). The device is not available to the manufacture.

Event description:
It was reported that the guidewire broke in half during the procedure. No further information was provided.